Manufacturer narrative:
Date of event: 8/21/2021. The device was evaluated by olympus. The device evaluation found a faulty board had caused intermittent, freezing images. In addition, the evaluation found scratches on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii video system center to the olympus service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, a faulty board was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement associated with this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, the ¿image freezes¿ resulted from the faulty board. The board most likely deteriorated due to the repeated usage over a long period of time as the device was manufactured over six years ago. Olympus will continue to monitor the field performance of this device.